Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on (B)(6) 2019. It was reported that the pump was "empty shut it off" when asked if the pump was left empty intentionally by their doctor. She didn't know her weight at the time of the event. She had an appointment made for (B)(6) 2019 but noted that "it's sticking to my back hurts severely no one doing anything." No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2019-oct-15. When asked if the pump was left empty on (B)(6) 2019 intentionally or filled with saline. The patient responded "no." The issue was not resolved because the patient was having trouble finding a doctor. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving prialt at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted to be non-malignant pain. It was reported that the patient was having side effects from the medication and because of that the doctor didn't fill her pump on (B)(6) 2019. She stated that the pump was empty at the time of the report. She was redirected to a neurologist and was waiting from an update from her hcp. They had started "detoxing her" about a month ago and she was experiencing back pain and pain at the pump site over the last few days prior to the report. She was redirected to bring her questions to her health care professional (hcp). No further complications were reported.